Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, the information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head showed the error b30. The issue was found after connecting device during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed the error b30. The issue was found after connecting device during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.